Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-75257.

Event description:
The customer reported via phone call that she had air bubbles present inside the reservoir. Customer does not know how the air bubbles are occurring. Customer stated that the bubbles are between 2 o-rings inside the reservoir. Customer stated that the air bubbles are small. Customer stated that the pump was not rewound with a reservoir in place. Customer was unable to continue 5.0 unit fill cannula to flush the air bubbles out due to the frozen display anomaly on the pump. Customer stated that she sometimes keeps the insulin in the refrigerator but makes sure it gets to room temperature before transferring in the refrigerator. Customer will be sent 2 reservoirs as a courtesy. Customer was advised to monitor the air bubbles.